Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with lowering her basals because his glucose level was low the night before. During the call, the customer reported being hospitalized for low blood glucose. The customer stated that the doctor lowered the basal rates from 0.6 units to 0.3 units, and then customer's blood glucose was still low in the mornings. The customer stated that he treated with glucose tablets. Advised the customer to work with her endocrinologist doctor to get the basal rates on the insulin pump. No further info was provided.